Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficulty positioning the device into the patient anatomy could not be replicated in a testing environment as is was likely based on procedure circumstance. The reported link/suture pulled out was confirmed as a premature posterior needle deployment. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, the proglide was inserted and blood flow was observed through the marker lumen. In order to have proper placement of the proglide, the device was pulled back out a little and reinserted into the artery. After experiencing resistance with the anatomy, the proglide was removed when it was noticed the white link was pulling out of the guide. The footplate was never deployed. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.